Event description:
It was reported by the vns patient that she had been in the hospital for three weeks for worsening depression that she reported as being the same or worse than pre-vns. The patient had done well with vns for years with her previous physician until he moved away. It was suggested that the patient follow-up with her current physician. Follow-up with the physician's office found that they had seen the patient following the report, however, the patient reportedly did not indicate any increase in depression to the physician. The patient only noted some 'minor concerns' and the physician slightly increased the patient's settings at the patient's request. Vns diagnostics were normal as per the site, however, specifics were not available. A battery life calculation performed using the information available to the manufacturer estimated that the generator was likely not near end of service. The patient's hospitalization could not be confirmed by the physician. No interventions are planned.

Manufacturer narrative:
Analysis of programming history.